Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. An inventory review was also conducted. The product was dimensionally inspected and photographic images were made.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00384, 00386.

Event description:
Allegedly insert would not lock into tray.